Manufacturer narrative:
Device was returned with the soft cannula kinked. Fluid path test was performed, and fluid was able to exit the distal tip of the soft cannula despite the kink being present. It could not be determined when or how the damage occurred. No timeouts or drive stalls were seen in device data during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 4 and 24 hours. As treatment for hyperglycemia, a bolus was given with a new pod.